Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 459 mg/dl, 247 mg/dl, 126 mg/dl, 80 mg/dl and 97 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and all results were within the range specification during control solution testing. The meter did not have the date correctly set. According to the meter's memory log, the reported readings of 247 mg/dl and 97mg/dl were found in the device's internal memory log within 10 minutes. Furthermore the readings of 434 mg/dl, 83 mg/dl and 119 mg/dl were completed within ten minutes and when plotted on the parkes error grid fell into the "c" zone.